Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd neoflon pro 24ga 0.7mmod 19mm l india catheter tip defective / damaged. Cannula rupture resulting in multiple pricks and multiple cannula usage.

Manufacturer narrative:
No sample was returned, further investigation could not be performed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. The probable root cause for the reported defects could not be determined. However, marketing team has been informed to follow up and perform necessary training to users. The complaint trend would be monitored.

Event description:
Cannula rupture resulting in multiple pricks and multiple cannula usage